Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Surgical time extended in 30 minutes or more, resulting in extension in hospital stay of 3 weeks. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: the patient underwent a laparoscopic video assisted thoracic surgery (vats) lobectomy procedure. The stapling devices were being applied to the pulmonary artery / vein. The stapler was able to fire but there was poor staple formation. The stapler deployed the knife but no staples were deployed. The staple line was incomplete. In order to resolve the issue and complete the case, the surgeon had to convert the procedure to open and had to suture the failed staple line, including the pulmonary artery. The incision had to be extended by more than one inch. There was blood loss of more than 500 cc's which required a blood transfusion. The surgical time was extended by more than thirty minutes due to the product problem. The patient needed to go to the intensive care unit (ICU) due to the product issue. The patient's hospitalization time was extended by three weeks. The patient is a smoker with previous chronic cancer and has undergone chemotherapy or radiation treatments.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three reloads. The event report alleges the product was used in a surgical procedure. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reloads were loaded into the subject instrument for functional testing. The reloads were cycled without hesitation. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.